Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not delivering the entire amount during a secondary infusion (medication not specified, rate indicated to be 50 to 100 units). The event occurred during patient use in the intensive care unit (ICU). Additional details about the set up indicate the pumps were too high on the intravenous pole. They were moved down but the distance was still not enough. There was no report of patient injury or medical intervention associated with this event. No additional information is available.